Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had "no power to unit" with an error code 1000 (defib failure). There was no report of patient involvement.